Event description:
It was reported from a distributor that a doctor at (B)(6) implanted expired actifuse into a patient on (B)(6). The product expired january 2014. The facility uses a ¿graft tracker system¿ and was taken out of their system, but somehow made its way back to their inventory. The doctor was told at the end of the case that he had used the expired product and he let the patient know and there has been no problems with the patient. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. No sample was received for evaluation. Batch record review was performed and it was determined the product lot number met all release and testing specifications. No trend was identified. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: use of a properly labeled product beyond the expiration date is a user error. Expired product may potentially have a reduced therapeutic effect (no adequate bone formation) or may lose also its sterility. Since bone healing and fusion occurs over many months, the final impact of this user error cannot be judged in short term. After consideration for potential harms and worst-case scenarios, we cannot exclude that an adverse health consequence may occur as a result from this user error (use over expiration time). A follow-up report will be submitted upon receipt and completion of manufacturer's investigation.